Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited an instance of a loss of capture, resulting in the patient's heart rate dropping below the lower rate. The lead remains in use. No patient complications have been reported as a result of this event.